Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician was treating the whole length of the superficial femoral artery (sfa). An epic stent 7-118-135cm was implanted as well as a long innova stent 7-200mm-135cm. After control" the physician noticed that the innova stent was "twist,kinky,contorted." The physician tried to dilate the stent but was unsuccessful. The patient status is stable and the case was closed. "This product is only ous approved but it is similar to an approved us device."

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).